Manufacturer narrative:
On 01-apr-2016, an fse conducted follow-up with the customer to address the reported event. Fse performed troubleshooting with the customer and found the same issue; therefore, he trouble shot the unit. The fse replaced several components and he finally replaced the power board . He powered up the unit and it had the same issues. The +15v was lost on it. The unit must have an issue that is taking out the power board or the issue could be more than one board or just related to one area. The unit is inoperable. Discussed the issue and the cost that could add up in troubleshooting. The customer decided to purchase another unit. The most probable cause of the reported event is unknown because the unit is inoperable. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer reported a flood under the analyzer, noise coming from the analyzer, and no response to keystrokes failure with their aia-360 analyzer. The customer is unable to run fsh patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting fsh patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.